Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated an issue with the atrial rate histogram. The analyst noted that a diagnostics mismatch occurred with under-reporting of atrial tachycardia/atrial fibrillation. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was not detecting all atrial arrhythmia events. It was indicated that a device mode switch had occurred and the device post-mode switch overdrive function was active, during which episodes may not be detected. The physician noted that this "flaw" prevents the device from accurately providing diagnostics. The device was nearing normal elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.